Manufacturer narrative:
(B)(4). No complaint was received with the return of the device. Failure event observed during analysis. A partial lead with the distal tip measuring 53.5cm was returned for analysis. External insulation abrasion was noted at 15.0-15.2cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location.

Event description:
This report is to advice of an event observed during analysis.